Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site. It was found that the mobile view station (mvs) computer would unexpectedly turn off during use. The computer was replaced and the issue was resolved. The computer has been received by the manufacturer, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that when attempting to boot the system up, the mobile view station (mvs) would not turn on. The system was rebooted and the exam information screen was displayed. Later, the issue recurred while attempting to send exam information to the hospital network. The mvs was also reportedly unexpectedly powering down and losing video feed while being used. This occurred outside of any patient involvement. No additional details were provided.

Manufacturer narrative:
The mobile view station (mvs) computer was returned to the manufacturer for analysis. The computer passed virus scan, time/date (cmos) check, and performed patient data removal. The mvs computer was installed on the imaging test system and the system powered on and off each time while under test as expected. All observed power cycles were when initiated by user. System achieved motion, generator and communication ready. The 2d and 3d imaging was successful. No fault found. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. As previously reported the mvs computer was replaced to resolve the issue.